Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first product noted the timing was disengaged. Additionally, the trigger was jammed. Visual inspection of the second product noted the timing was disengaged and a tack was protruding. A functional evaluation found that the trigger of the first instrument was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. The second instrument was applied to the appropriate test media. The remaining tack deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces, it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, during fixation of the mesh, it was found out that the tack would not complete its firing and each tack required a second squeeze to release into the patient and it was reported that tacks remained stuck in the tissue. The surgeon took a 2nd device (same lot) and the same thing happened. Took a 3rd device (different lot) to complete the procedure.